Event description:
At the conclusion of the enrollment of the study results were performed and the aes were again assessed. Product problem: a result of this review was that one of the lots used in the study was documented as being outside of the acceptable range for a given release specification (ph-value). The release of the lot was allowed based on the determination of the 'out of specification' value being due to testing error. A re-test of this lot for the release specification in question is currently underway. The pt history after surgery included an ae from the investigator. This ae is described in appendix 1, but is not considered to be a reportable ae by ossacur. Pt history: surgery: 2005, adverse event assumed: 2006, ae: delayed bone healing; pt request bone graft. Action: revision surgery was scheduled for 2006. Radiological consolidation seen (x-ray was utilized as the diagnostic tool) on date of re-operation (reop), therefore reop was cancelled. Outcome of the pt: recovered without damage. MFR date of the ae notification: 06/08/2006.

Manufacturer narrative:
The device is a bone void filler while completely resorbing within a few weeks, and therefore is unavailable for analysis. A re-test of the lot, where the ph-value was outside of the acceptable range for a given release specification for the release specification in question is currently underway using reserve samples. According to the quality control review and shelf life testing, the device met the specification for ossification and mineralization at baseline and after two yrs of shelf life. Investigation is not completed. The analysis of the post-market-study is ongoing.